Manufacturer narrative:
(B)(6). Patient information was not made available. The device lot number was not provided. Without additional information, gore was unable to do further investigation of this event.

Event description:
The following was reported to gore via voluntary medwatch report(mw5075476): caller called to report that on (B)(6) 2017 her family member experienced back pain on the left side and cardiac problems . They went to the hospital and learned that the mesh that was implanted on (B)(6) 2016 for hiatal hernia repair; had wrapped around the esophagus. Open surgery was performed to try and remove the mesh but, only fragments could be removed due to scar tissue growth. The physician deemed the mesh could not be removed in its entirety and that the hernia came back. An additional voluntary medwatch report (mw5075609) was also received which reported the following: the patient had severe pain, recurrence of adhesions, obstruction, and perforation. His symptoms included cardiac at first, lower back pain, and some complications due to prior existing copd. Dr. (B)(6) at (B)(6) hospital during the repair stated the mesh had strangulated the esophagus, and scraped off as much of the mesh as possible before declaring it unsafe to continue any longer and said it was inoperable. Dr. (6)(6) was the physician who did the original placement surgery of the mesh at (B)(6) hospitals. On (B)(6) 2015, the patient had the first mesh that was placed, and the reporter believes that a healthcare professional at the hospital had dug their finger nails into the skin of the patient which had led to an infection of the wound post-surgery.